Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell module. The damaged enclosures and failed load cell were likely attributed to mishandling such as a drop. The load cell needs to be replaced to remedy the fault. During visual inspection, cracked front and bottom enclosures were observed, and the UDI label was damaged. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front and bottom enclosures and the UDI label need to be replaced to address the damages. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed a failed load cell module 2. The load cell module 2 needs to be replaced to remedy the (ua) 07 error. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.